Event description:
It was reported that the bd ultra-fine¿ short pen needle experienced the cannula breaking off. The following information was provided by the initial reporter: consumer reported finding 1 pen needle that broke during injection. Was able to remove on her own. Had some bleeding. Caller denied reuse.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09-nov-2022. Customer returned one opened 31 gauge, 8mm pen needle and one unopened 31 gauge, 8mm pen needle from lot 1251940. The used pen needle¿s cannula was neither broken nor bent. When tested on a skin analog, the unused pen needle did not break or bend. Neither pen needle featured any kind of damage after use. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of the needle bending during use. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ short pen needle experienced the cannula breaking off. The following information was provided by the initial reporter: consumer reported finding 1 pen needle that broke during injection. Was able to remove on her own. Had some bleeding. Caller denied reuse.